Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod upon priming the pod the cannula had deployed early. The pod was not worn. The patients reported blood glucose level was 225 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear. The download data indicates that the device completed the first prime at pulse 47 and was then deactivated at pulse 47. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.